Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The high blood glucose levels, with a current value of 330 mg/dl that had been elevated for more than four hours. The event involved product(s) unknown reservoir,unomedical,mmt-1884. The customer has diabetes and was using the insulin pump system, with the auto mode/smartguard feature active at the time of the event. The high blood glucose was treated with a bolus. No additional prescription medications were reported. The customer was using the pump within 48 hours of the event and felt okay to troubleshoot but declined to provide product information or participate in further troubleshooting. No further patient complications were reported. Unknown reservoir,unomedical,mmt-1884 were not expected to return.